Event description:
Customer reported persistent issues with the fill estimate on her insulin pump, having encountered the same problem on a previous occasion. There was no adverse impact to the customer¿s blood glucose level. Customer changed the cartridge and attempted to fill it, but ran out of insulin and consulted with technical support. The customer was advised to rely on backup therapy and contact emergency care if necessary, and to avoid filling the cartridge to 300 units to prevent future problems. She acknowledged the advice and planned to call back for further assistance once she obtained more insulin.